Event description:
It was reported the md inserted lead thru 7f sheath, removed sheath, and attempted to advance lead a centimeter at a time, lead hung up at clavicle and 1st rib, repeated changes of stylets still did not allow lead to advance, lead was withdrawn and found to have a kink in it. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.